Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc. After the evaluation was noticed that the item received is different from the item reported. Therefore, the lot number was not considered.

Event description:
The clinician reported nearly 2 weeks after the dental implant was placed in ada site 8, the implant had not achieved osseointegration in type iii bone. Clinician reported pain. The site was grafted. The product will be forwarded to the manufacturer for investigation. There were no reported post-operative complications. (B)(4).

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported nearly 2 weeks after the dental implant was placed in ada site 8, the implant had not achieved osseointegration in type iii bone. Clinician reported pain. The site was grafted. The product will be forwarded to the manufacturer for investigation. There were no reported post-operative complications.